Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Restenosis, angina, and ischemia, in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, restenosis, angina, ischemia, and hospitalization are listed as no-fault post-procedure complications. Possibly the angina and ischemia were secondary effects of the restenosis. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the proximal lad and proximal cx with one xience v in each vessel. No procedural complications were reported. In 2009, the pt was experiencing angina and two weeks later, a functional ischemia (ECG at rest, exercise test) proved positive. The pt underwent percutaneous coronary intervention on the target vessel. No add'l event or pt info is available.